Event description:
It was reported by the patient that he was experiencing symptoms of unclear and blurry vision accompanied with a decrease in contrast, and intermediate vision disturbances of his left eye post operative day one. Follow-up visits with the physician reported that the patient needed a 17.26 dioptor size, however, being that this size was not made, a 17.5 diopter size was implanted. Physical exam was uneventful.

Manufacturer narrative:
The patient provided his doctor's name and contact information:(B)(4) -intraocular lens (iol).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.